Manufacturer narrative:
No part has been received by the manufacturer. The damaged frame was discarded on-site, so no return is expected. A replacement frame was provided.

Event description:
A medtronic representative reported that during a cranial resection procedure, the surgeon damaged the radiolucent reference frame. Navigation was discontinued because of this issue. The procedure was completed successfully after a delay of less than one hour. The patient was not impacted. No further details were provided.